Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 85% stenosed, 20mm x 3.5mm, eccentric, de novo, target lesion was located in the mildly tortuous left anterior descending artery with a bend of between >45 degree and <90 degree bend. Following pre-dilatation, a 3.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. They removed the device and found the tip of the stent itself was deformed. Subsequently, a 3.50 x 38 synergy drug-eluting stent was advanced. The second stent was also failed to cross the lesion and the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.